Manufacturer narrative:
(B)(4). Per the complaint closure letter dated march 11, 2013 wherein the investigation results are described, the presence of red particulate matter was due to abrasion of the red stopcock. The root cause was determined to be the combination of heat influence with a burr in the molding tool. The molding tool was polished and the stopcock holder was centered to avoid cutting of the red plastic. (B)(4).

Event description:
On (B)(6) 2012 at the (B)(6) hospital, it was reported that floating red particles were found in two units of the arterial filter quart hbf-140 when the air vent was opened after filling the priming solution. There was no patient involvement. Note: two MDR's will be submitted for this event since it involved two arterial filter quart hbf-140. MDR # 8010762-2014-01076 was generated for the second unit. (B)(4).